Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a failed self test. The patient's blood glucose at the time of incident was 7.0 mmol/l. The customer was unable to send their blood glucose from their meter to their insulin pump. They attempted to delete the ID and re-insert it, but the radio frequency error persisted. A self test was performed and the insulin pump alarmed with a failed self test again. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the self-test due to faulty electrical component on the radio frequency board. No blood glucose meter communication due to faulty electrical component on the radio frequency board. The insulin pump passed displacement test, operating currents, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.